Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply batteries needed to be replaced. After replacement, the system returned to functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019, (B)(6) (rep): medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) uninterruptible power supply (ups) battery needed to be replaced. No patient present.